Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 3006705815-2020-02655, 3006705815-2020-02656. It was reported that the patient's system was explanted and replaced for an unknown reason. Further information is currently unavailable.

Manufacturer narrative:
Ipg is no longer reportable to the FDA due to system being explanted for lead migration.

Event description:
Additional information revealed that the patient's system was explanted on an unknown date prior to implant of new system. The system was explanted due to lead migration, therefore the ipg does not need to be reported for this issue.